Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set "broke off of the home patient's line" and resulted in a leak. The event was further described as fluid began draining onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.